Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received vibratory alerts from their implantable cardioverter defibrillator. The device was misinterpreting premature ventricular contractions as nun sustained right ventricular over-sensing. No intervention was performed. Patient was stable throughout event.